Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left artery. A 2.00mm x 12mm emerge¿ balloon catheter was selected for use. However, when the physician inspected the balloon prior to placing it on the guidewire, it was noted that the tip of the balloon was broken. The procedure was completed with another emerge balloon catheter. No patient complications were reported.